Event description:
The customer reported that their pump screen was dark and wouldn't turn on. Their blood glucose level was affected, but the specific value was not mentioned, only displayed as "high." The customer addressed the issue by administering a correction injection via multiple daily injections. Technical support instructed the customer on steps to troubleshoot the issue, resulting in the pump screen turning on after connecting to a power source, displaying a welcome message. It was acknowledged that the pump had shut down due to a depleted battery. Technical support provided education on pump restarts, including the need to reset certain functions and offered battery maintenance tips, which the customer understood and acknowledged.